Manufacturer narrative:
Date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had a procedure last week in (B)(6) 2018 and ever since then they were getting a "firing" in their stomach where it wasn't supposed to be. They clarified that by "firing" they were referring to the device stimulating the patient in the wrong place and causing pain- the device was stimulating their stomach. No further complications reported.